Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was replaced due to post-paced t wave oversensing. Patient condition is fine after the event.